Manufacturer narrative:
The manufacturer's device analysis results the device was returned for evaluation. During testing the returned device was found to deliver as programmed and perform as expected. The prescribed dose information was not provided by reporter. Evaluation of the device's event history log showed that on the day of the event ((B)(6) 2015) the delivery rate was programmed at 26.2 ml/hr. Without the intended dose and delivery rate information it cannot be confirmed whether this matched with prescription. In late 2005, in order to reduce any potential for user programming error between cadd-legacy® plus and cadd-legacy® 1 ambulatory infusion pumps, smiths medical issued a product safety alert to its customers who had purchased either the cadd-legacy® plus or the cadd-legacy® 1 infusion pumps. The product safety alert emphasized the differences between the two pump models; including a description of programming differences, pump keypad differences and a side-by-side comparison of these two pump models. The device labeling (operator's manuals) were revised to also show the side-by-side comparison of these pump models. The device listed was manufactured in april 2006; this device would have been packaged with the updated device labeling (operator's manual) that included the side-by-side comparison between the two models. In addition, the device had a sticker that the home healthcare provider had applied. The sticker stated, "attention programmation en ml/h".

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
Home healthcare provider reported that the device was prepared for delivery of chemotherapy medication for delivery of patient in homecare. According to reporter, while at home the patient received their full chemotherapy dose in less time than expected: expected infusion time was 4 days but infusion had completed within 1 day. Upon review, reporter found that they had programmed the device incorrectly; they believed they were programming using a dose rate of mls/24 hours but they had programmed using dose rate of mls/hour. According to reporter, the device used for infusion was supposed to be the cadd-legacy 1 infusion pump (programmed in ml/24 hours) but the device that was used was the cadd-legacy plus infusion pump (programmed in ml/hr). According to the report received, the user selected the incorrect device for infusion and programmed the device incorrectly; assuming the device programmed at a dose rate of mls/24 hours. According to reporter, the patient was hospitalized and monitored in hospital care for 1 week following this event. The patient received an antidote. Testing performed (renal function, cardiac and hematologic function tests) showed no permanent effects. Patient was discharged from hospital care on (B)(6) with no permanent effects.